Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient expired soon after the implant procedure was completed. The patient had a re-vascularization procedure performed two days prior to this implant. The patient was intubated and had the implantable cardioverter defibrillator (ICD) system implanted. Two defibrillation threshold (dft) tests were performed (21 joules non-conversion; 31 joules successful conversion). Post procedure the patient was extubated however was not breathing so the patient was re-intubated and CPR started. The patient had cardiac electrical activity observed but no pulse. An echocardiogram showed a pericardial effusion slightly larger than what was seen pre-op. The surgeon attempted to tap the pericardium but found clotted material. The chest was opened and the surgeon found the right ventricle was heavily scarred and not moving. More blood was pulled out of the pericardium. The patient was later pronounced dead. It was not specified if the leads or device were explanted.